Event description:
The lay user/patient contacted lfs alleging a battery indicator on her one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that in 2009 at 7:30am the patient attempted to test and the battery indicator displayed on her meter. Approximately an hour later, the patient experienced blurred vision and had dry mouth. She then ate some cereal. She did not seek any further medical attention or contact her physician for assistance. She was not tested on another device. This is not the first time the product is being used. The batteries needed to be replaced based on the initial call when the patient spoke to the customer care advocate (cca). The patient did not have replacement batteries at the time of the call. The meter was replaced. No further clinical information was provided. It would have been helpful to know the following information: what were the readings prior to the event, how long symptoms lasted and the patient's diabetes regimen. The complaint is being reported since the patient alleged that due to the reported issue, she was unable to test her blood glucose, developed symptoms an hour later and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.